Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 07/13/2010 - reuse. Electrode belt sn (B)(4): 01/09/2015 - reuse.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was treated one time on (B)(6) 2015 at 02:03:22. The patient was conscious and became unconscious prior to the treatment event. Supraventricular tachycardia (svt) with a rate over the treatment threshold contributed to the false detection. A review of the downloaded data indicates that the response buttons were not pressed during the event. The patient remained in the hospital and continued wearing the lifevest.